Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair. She had revision surgery 5 years and 8 months post-surgery. The patient experienced pain, hernia recurrence, infection, and adhesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.